Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was over-sensing noise. The lead was explanted and replaced. The patient was stable throughout the procedure.